Manufacturer narrative:
The device was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Possible factor that may contribute to guide wire separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. The investigation was unable to determine a conclusive cause for the reported tip material separation. Based on the reported information, it is possible that during advancement through the guide wire introducer sheath, the guide wire became kinked or bent. Further manipulation during advancement resulted in the reported separation; however, this could not be confirmed. The reported treatments appear to be related to the case circumstances as the broken tip was snared from the anatomy using an unspecified device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous left anterior descending (lad) artery. Resistance was noted during advancement of the hi-torque balanced middleweight (bmw) guide wire (gw) workhorse guide, and the tip separated in the radial artery. The broken tip was snared from the anatomy using an unspecified device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. A non-abbott guide wire was then used to successfully complete the procedure. No additional information was provided.